Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Customer's mother stated that the customer was receiving no delivery alarm. Troubleshooting could not be performed since customer did not have batteries.